Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that button was continually pressed for more than 3 minutes. Blood glucose was 6.8 mmol/l. Troubleshooting was performed. It was unable to clear alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
During power up, device displayed a frozen trace pointers are invalid error screen due to the fact that the down arrow button was unresponsive. The right keypad button is smashed in as a result of the fall which in turn flattened the dome switch (no crease) of the right keypad button leading to the unresponsive down arrow button. Unable to perform the displacement, and self tests due to the keypad anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Device also received with a puncture mark at the right keypad button.